Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had infected tricuspid valve. The physician performed a tricuspid valve replacement and cut the ICD wires. There were no additional adverse patient effects reported. This device was surgically abandoned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had infected tricuspid valve. The physician performed a tricuspid valve replacement and cut the ICD wires. There were no additional adverse patient effects reported. This device was surgically abandoned. Additional information received that this ICD was successfully explanted and returned to bsc for analysis.

Manufacturer narrative:
This supplemental report was created to update d6b: explanted date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had infected tricuspid valve. The physician performed a tricuspid valve replacement and cut the ICD wires. There were no additional adverse patient effects reported. This device was surgically abandoned. Additional information received that this ICD was successfully explanted and returned to bsc for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.